Manufacturer narrative:
Mindray evaluated the monitor and could not reproduce the reported issue. Further investigation is in process.

Event description:
It was reported that no audible alarm was heard from the t1 monitor during an arrhythmia event. No patient injury was reported.